Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23 mm sapien 3 ultra valve for aortic stenosis, the 16fr dilator from the 14fr esheath plus kit was used to pre-dilate the rtf access site. The 16fr dilator passed into right groin access site and iliac with no issues. The 14fr esheath was then inserted into the access site and the operator felt resistance pushing the sheath up. The operator panned down with fluoroscopy to check the groin site and saw that the 14fr dilator was buckled and pressing into soft tissue. The entire 14fr esheath system was removed. The operator and his team saw minimal extravasation and decided to proceed with the tavr. Another 14fr esheath system was opened but not utilized because the heart team decided to upsize to a 16fr esheath to prevent any other bleeding from the iliac. The 16fr esheath went up without any issue. A 23mm sapien 3 ultra valve was successfully deployed into the aortic position. The surgical team proceeded to do a cut down to repair the extravasation. The patient is alive and well. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The device was prepped correctly and there were no abnormalities noted with the first sheath prior to use. The first sheath was inserted at a steep angle. The patient had mild tortuosity, mild calcification, and a luminal diameter of 7.8mm. No edwards device damage was observed during the case however a photo was provided for engineering review which showed the distal tip of the sheath was split. The device will not be returned for further evaluation. Per the fcs, the extravasation reported was a dissection.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''sheath insertion and suturing - inability to introduce sheath'' and ''general risk - failure - sheath distal tip split'' were confirmed through provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''the 16fr dilator from the 14fr esheath plus kit was used to pre-dilate the rtf access site. The 16fr dilator passed into right groin access site and iliac with no issues. The 14fr esheath was then inserted into the access site and the operator felt resistance pushing the sheath up. He panned down with fluoroscopy to check the groin site and saw that the 14fr dilator was buckled and pressing into soft tissue. The entire 14fr esheath system was removed.'' Furthermore, follow up communication revealed that the sheath was inserted at a steep angle and the patient had mild tortuosity and mild calcification. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.'' Per the imaging evaluation, the sheath shaft was curved and distal tip had a split. Sheath shaft curvature may suggest that tortuosity was present in the access vessel. Tortuosity can create sub-optimal angles that can lead to resistance during sheath insertion. Similarly, a steep insertion angle can lead to increased resistance. Additionally, calcification can also result in the creation of sub-optimal angles during sheath insertion that may lead to resistance. Calcification can also reduce the vessel lumen diameter and may increase restriction leading to resistance. Furthermore, sharp nodules of calcification can damage or weaken the sheath through direct contact. If excessive manipulation was used to overcome the resistance, it can lead to further sheath damage, such as the reported distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (steep insertion angle, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.